Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had two pump errors indicating motor communication error and software error detected. Troubleshooting for pump error was performed. The customer's blood glucose level was 7.9 mmol/l at the time of the incident. Alarm could not be cleared. It was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self and displacement test. Formatted history file analysis confirmed pump error 53 and pump error 4 due to software error. Unit received with minor scratched display window, case and keypad overlay.